Manufacturer narrative:
Investigation summary: "material #: 367986, lot/batch #: 1351802, bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged shield was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of damaged shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged shield. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes when customer found stopper with molding defect. The following information was provided by the initial reporter. The customer stated: ¿when opening the package, it was found that the stopper had molding defect issue. Patients and users were not affected.¿

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2017138. D.4. Medical device expiration date: 31-jan-2023. H.4. Device manufacture date: 17-jan-2022.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes when customer found stopper with molding defect. The following information was provided by the initial reporter. The customer stated: ¿when opening the package, it was found that the stopper had molding defect issue. Patients and users were not affected.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged hemogard shield was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of damaged hemogard shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged hemogard shield. Bd determined that the root cause of the indicated failure mode was attributed to an equipment jam on the manufacturing line. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes when customer found stopper with molding defect. The following information was provided by the initial reporter. The customer stated: ¿when opening the package, it was found that the stopper had molding defect issue. Patients and users were not affected.¿